Event description:
Same case as MDR ID# 2134265-2012-00578. It was reported that during a stenting treatment procedure a shaft fracture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left circumflex artery. A 2.5 x 32mm promus element mr stent delivery system was advanced and met resistance at the lesion location. The shaft broke proximally outside of the patient. The 2.5 x 28mm promus element mr stent delivery system was advanced and this shaft fractured also. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified a hypotube break 229mm distal to the strain relief. The shaft was also severely kinked along the entire length of the hypotube. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID# 2134265-2012-00578.it was reported that during a stenting treatment procedure a shaft fracture occurred.the 90% stenosed target lesion was located in the severely calcified and moderately tortuous left circumflex artery. A 2.5 x 32mm promus element mr stent delivery system was advanced and met resistance at the lesion location. The shaft broke proximally outside of the patient. The 2.5 x 28mm promus element mr stent delivery system was advanced and this shaft fractured also. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.